Manufacturer narrative:
Replacement tubing was sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer' s mastitis. Reported issues of mastitis are under investigation in ca11-001. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 29: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer called customer service to report condensation in her tubing for her symphony breast pump. The customer also stated that she had mastitis. She stated that she received an antibiotic and the mastitis has cleared up.